Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that both grip cables were found to be broken at the wrist. The cable segments stuck out at wrist. The idler pulleys were able to spin freely and exhibited pulley rim and face damage. Instrument has zero uses left. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si myomectomy procedure, while suturing, the customer noted a broken cable on the mega suture cut needle driver instrument. No patient harm, adverse outcome or injury was reported.